Event description:
It was reported that in 2008, patient sought treatment after an ankle surgery. While being treated for her ankle, patient mentioned that her back also hurt. On (B)(6) 2008, the patient underwent spinal transforaminal lumbar fusion surgery using rhbmp-2/ acs. Following surgery, patient suffered with new and increased back pain as well as numbness. Patient also suffered with a radiating pain into her thighs.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.